Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that they were hospitalized for diabetic ketoacidosis. The customer's blood glucose was 157mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with programing their new insulin pump. The customer did not mention what caused the hospitalization and did not provide any more details. The customer did not return the product back for analysis.